Event description:
It was reported that the user experienced an episode of hyperglycemia while using the ilet, with blood glucose peaking at 295 mg/dl and later stabilizing; the user noted thirst and reported no meal, infusion site leaking, or supply issues, and performed troubleshooting and education. Symptoms included hyperglycemia and thirst. Outcomes included no hospitalization and stabilization of glucose. Investigation included customer troubleshooting and education. Investigation of this case revealed no confirmed device malfunction or component failure, and no identifiable external factor explaining the event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.